Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that during repositioning, the pump was pulled out of the left ventricle and the medical staff was unable to pull the device back. The device was explanted. The procedural outcome was the patient survived explant.

Event description:
The complainant reported that during repositioning, the pump was pulled out of the left ventricle and the medical staff was unable to pull the device back. The device was removed, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
During repositioning the pump got pulled out of the lv and physician was unable to position it again normally. Therefore, the cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. B2: required intervention was inadvertently checked on initial MDR.